Event description:
It was reported that the dependant patient was in the operating room for or a device change-out, when the leads and device were connected no output was noted and confirmed through electrocardiogram monitor. The same thing occurred with a second device. A new device was used, there were no adverse consequence to the patient. The patient condition was fine prior during and post procedure.

Manufacturer narrative:
The reported field event of no output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.